Event description:
Per the clinic, the patient underwent electrode repositioning in (B)(6) 2023 (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.